Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a scd pump. The customer stated that the pt had bruises on lower legs.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.